Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 010000984 g7 freedom const e1 lnr 36mm f lot# 3471430. Item# unknown, unknown cup, lot# unknown. Item# unknown, unknown stem, lot# unknown. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09060.

Event description:
It was reported that patient underwent total hip arthroplasty approximately 2 months ago. Patient experienced dislocation that was corrected through closed reduction. Attempts were made to obtain additional information; however, none was available.